Event description:
It was reported that approximately four days post filter placement, a CT scan identified a filter limb perforation. Reportedly, the filter was placed successfully in a pt with chronic back pain. Four days post filter placement, the pt complained of worsening back pain. A vena cavagram showed a caudal shift of the filter from l1-l2 to l2-l3, with tilt and filter leg perforation. The filter was successfully retrieved. No extravasation seen after filter removal. The pt's acute back pain remitted upon filter retrieval.

Manufacturer narrative:
The device history records could not be reviewed, as the lot # was unk. The filter was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.